Event description:
It was reported that on (B)(6) 2011, the patient had one promus (2.5x15)stent implanted in the left circumflex coronary artery (lcx) with zero residual stenosis post procedure. During the index procedure, a dilatation catheter was inflated through the interstices of the promus stent to open the ostium of the obtuse marginal artery. On (B)(6) 2011, the patient was found to have an acute inferior wall myocardial infarction and stent thrombosis in the proximal lcx. A non-abbott guide wire and non-abbott dilatation catheter were used to dilate the lcx. The physician presumed that there may have been a non-stent related dissection versus a non-fully dilated stent (index 2.5x15 promus). The patient was complaining of severe pain and was in cardiogenic shock that was treated with dopamine and neosynephrine. Three stents were implanted at this procedure. A 2.5x12 promus was deployed in the ostium of the first obtuse marginal branch (omb1), a 2.75x38 taxus was deployed in the lcx, and a 3.0x12 promus was deployed in the lcx. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device remains in the patient and is not returning for evaluation, therefore device analysis could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Angina, myocardial infarction, thrombosis, and shock, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling, and there is no indication of a product deficiency.